Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) due to cautery not working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, the customer reported they are in a procedure and the cautery was not working and they are getting a m-11 error on the erbe. Intuitive technical service engineer (tse) had the customer reboot the erbe and the message cleared and then when they attempted to use cautery, they got a c-00 error. Tse then had the customer reboot the da vinci and erbe and the same time. Tse then had the customer pull the power cord from the erbe with the erbe on and disconnect all cables. Tse then had the customer re-connect the power cord and the rcb cable. The customer powered on the erbe with no change. Erbe was giving a m-34 error. Tse asked if the customer had a force triad generator and they informed that they only have an ft-10 generator. Tse informed the customer that the ft-10 has not been validated by isi. The surgeon informed they will have to cancel/abort the procedure. The error logs show multiple c-34 and m-11 errors pointing hf voltage low. The procedure was aborted post anesthesia with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was under anesthesia and ports were placed prior to the issue being identified. The procedure had started, and the equipment was working normally for a period of time before failing during the patient¿s procedure. The erbe unit powered on and was operating normally before it failed during the procedure. When the erbe unit had been powered on before the procedure started there were no error codes. Once it started to malfunction it was giving error codes during attempted usage. It would give error codes as soon as it was turned on after the first error code appeared. From then on it would never turn on without error codes. The system did initially power on without errors. Initially the customer had checked all of the cord connections and unconnected and reconnected everything. The error codes persisted, and the customer contacted intuitive surgical for assistance. The customer turned off the erbe unit, waited and turned it on. It gave error codes as soon as they tried to turn it on. The customer turned off the robot and erbe. Then powered up both again. It gave error messages again. The customer then turned off the erbe and disconnected all the cords. The customer then turned on the erbe with the rgb cable only. It still gave error codes.